Event description:
Subsequent information indicated that the patient was seen for a lead revision procedure were the lead was explanted and replaced. The lead is to be returned for analysis. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed an increase in pacing threshold and impedance measurements greater than 2000 ohms. A chest x-ray was performed which confirmed a fracture had occurred. The lead was programmed off. An echo was to be performed in the future in order to determine if a lv therapy was still indicated for the patient. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Visual analysis revealed areas of deformed conductor coils along with bends in the insulation. Electro-cautery damage was noted in several places. Slight separation was noted between the distal end of the anode ring and the drug collar. Detailed analysis revealed deformed, compressed and flattened outer insulation approximately 343-348 millimeters (mm) from the terminal pin. The inner insulation was abraded/torn under the compressed area. The conductor coils within this same region were deformed and fractured and there was approximately a 5 mm gap between the fractured filar ends. This type of damage was noted to be consistent with interaction between the lead and something hard coupled with some type of crushing/compressive movement.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should additional information become available, this report will be updated.